Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, it was reported that the home patient (hp) restarted therapy while connected to supplies from a therapy that had just ended, reusing the supplies. The hp remained connected after the last therapy ended due to the alarm and started therapy over, going through self-test and prime while connected to the device. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide warns the user that connecting the transfer set to the patient line before "connect yourself" appears on the screen may result in increased intra-peritoneal volume (iipv). It also warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. The guide provides step-by-step instructions for connecting the transfer set to the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.